Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. Not available.

Event description:
The patient right total knee was revised a second time due to suspected tibial loosening. When the surgeon explored the knee, the tibial was well fit. He decided to go in and change the insert.